Manufacturer narrative:
Per tandem's t:slim user guide: "always check that your cartridge has insulin to last through the night". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was 286 mg/dl; however, the customer stated elevated bg level was because the customer ran out of insulin in the middle of the night. The customer indicated that their health care provider would be contacted for back up therapy.